Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was unknown. The customer reported that the blood glucose was high since the customer forgot to set up the basal programming. The blood glucose at the time of the high blood glucose event was 368 mg/dl. The customer requested assistance with the programming of the insulin pump. The customer was assisted with programming of the insulin pump and they confirmed the settings to be accurate. Troubleshooting was performed. The insulin pump will not be returned for analysis.